Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via email that during an acl, the physician kept accidentally recording, got upset and told the rep to take that feature off the camera head on the all in one ccu unit. So the rep proceeded with going into the advanced settings and set that button to no action. Then after he took his 32nd photo, the 3 picture preview photos stayed on the screen and would not go away until he took another photo. Then he tried to take his 36th and 37th photo and the button wouldn't work. So the rep took photos for him on the ccs. Then he tried to take another photo and started working again. There was no patient affected or delay in the case. No need for a replacement. Also, during this case part of the sheath unscrewed off and we couldn't find it. The lever that opens and closes the inflow and outflow on sheath. No replacement needed, no patient affected. There was a 2 minute delay in case to replace sheath.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, it was retained by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Two non-conformances were identified for this serial number per qlik query executed on (B)(6) 2019, however the complaint condition is unrelated to these non-conformances. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).